Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise on the pace sense channel due to a fracture. Subsequently the lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.